Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the pump over infused. A bag of 160ml of sodium potassium was set to infuse 27ml/hour for 6 hours. The nurse returned to the patient's room one hour later and the bag of fluid was empty. There were no adverse effects caused to the patient from the event.